Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief and pain at the evoke closed loop stimulator (cls) implant site. The patient was programmed in closed loop; however, the patient expressed dissatisfaction with the outcome. At the patient¿s request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda. The root cause of the inadequate pain relief and pain at the cls implant site cannot be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites; inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result".